Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within specification. The cause of the reported event was due to the helix clogged with blood/tissue.

Event description:
It was reported that the patient for a scheduled procedure. During the procedure, it was noted that the screw in the electrode did not work. Further information was requested however, was not provided.